Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the device was not able to hold charge for more than a couple days. Customer's blood glucose was 30 mg/dl to 50 mg/dl. Customer had been stressed. Customer treated low blood glucose with glucose tablets and juice. Customer declined troubleshooting for blood glucose. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.